Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The home patient (hp) was not connected at the time of the event. This was identified during set-up of the device for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the hp to remove the cassette from the homechoice device and inspect the cassette for damage. During troubleshooting the hp stated the cassette was leaking. Rts advised the hp to start over with a new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.